Event description:
It was reported that an altitude alarm occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, customer loaded a new cartridge and continued to use the pump for insulin therapy. No additional information was provided.